Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H6: device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. Device evaluation: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition of heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was not running at all and it only emitted sound when the trigger was pressed in both modes (fwd and rev). It was determined that after disassembling, it was identified that the motor worked well in both directions when connected directly to a power supply, however the electronic control unit (ecu) was found to be defective. The mode switch was tested and was slightly below specifications. It was noted that the device passed visual inspection. It was further determined that the device failed pretest for check function of device, check power with power test bench and mode switch-test. It was noted that some of the pretests could not be performed. It was determined that the most probable cause for the found defect was normal wear over time. The assignable root cause was determined to be due to component failure from normal wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: battery casing device x2, battery device x2, (B)(6) 2021. The initial reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that before a femoral trochanteric fracture surgery and after sterilization of the device, it was discovered that the handpiece device did not work and a squeaking electronic sound was heard while in use with two battery casing devices and two battery devices. According to the reporter, the surgeon tried a different battery but the same event occurred and the handpiece device generated heat when the battery was attached. It was reported that on the previous day, a sales representative explained to the doctors how to use the device and the devices were working normally at that time. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.